Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was flush and the customer experienced high blood glucose. The customer blood glucose was 254 mg/dl. Customer¿s current blood glucose is 82 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer declined troubleshooting for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be return for analysis.